Manufacturer narrative:
The report states: the patient was revised because of loosening of the cup. Doi: 2007 dor: (B)(6) 2009 (left side). Update (B)(4) 2011 - litigation papers received. They allege that bilateral patient was implanted with a depuy asr hip implant on (B)(6), 2006, on the left side. Patients right side has been entered in a separate complaint. Reopened to add part and lot numbers, and head was added. (Medwatches have been updated). Doi: (B)(6) 2006. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of loosening of the cup.**update** (B)(6) 2011 - litigation papers received. They allege that bilateral patient was implanted with a depuy asr hip implant on (B)(6), 2006, on the left side. Patients right side has been entered in a separate complaint. Reopened to add part and lot numbers (medwatches have been updated).